Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep was completing a normal battery replacement for a patient that has a 977a260 and a 39565 paddle lead. Prior to the replacement, one distal end of the 39565 lead was plugged into one port and the percutaneous lead was plugged into the other port. Rep states that he attempted to program the patient again this way today with the 97715, however was unable to program. Ts provided information on the fact that the surgical lead could not be selected for just one port. Rep then was able to use the "medtronic other" 1x8 lead and program on that lead. Rep states this just happened today. Rep states that the impedances on electrodes 0-7 are all showing as red xs and 4000 ohms, while the 8-15 are between 1100 and 1200 ohms. Caller states during the patient's normal battery r eplacement today, they wiped down the lead ends and placed them back in again. Rep stated the impedances were on the new device, after replacement.  Rep said patient had an unusual lead and extension set up. No device issues, just the lead and extension hookups or configuration. The impedances were on the new ins, noted intra-op. Rep stated they were getting red x's on the ports but was able to increase the stimulation and program the leads. Patient was receiving effective coverage was good. The old device was discarded by the hcp since there were no device issues. Rep's colleague saw the patient at the post op appointment to adjust the therapy, coverage was till good but there were still some red x's. Rep had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.